Event description:
It was reported that the patient with this electrode presented to the emergency department after receiving a shock. The patient was resting at the time. The health care professional (hcp) states the patient is currently in rapid atrial fibrillation (af) and it is unsure if the shock was appropriate. The subcutaneous implantable cardioverter defibrillator (sicd) could not be interrogated by the consult unit. Technical services (ts) recommended that a local rep checks the sicd. This electrode remains in service. No adverse patient effects were reported. Additional information was received, the patient with this electrode had presented to the emergency room in atrial fibrillation (af) with rapid ventricular response after receiving multiple inappropriate shocks. It was also noted that the patient had received multiple inappropriate shocks due to rapid ventricular response a few weeks prior and cardiac meds were adjusted. Additionally, it was mentioned that the patient was non compliant in regard to taking his cardiac medication. The patient will be reassessed by cardiology. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode presented to the emergency department after receiving a shock. The patient was resting at the time. The health care professional (hcp) states the patient is currently in rapid atrial fibrillation (af) and it is unsure if the shock was appropriate. The subcutaneous implantable cardioverter defibrillator (sicd) could not be interrogated by the consult unit. Technical services (ts) recommended that a local rep checks the sicd. This electrode remains in service. No adverse patient effects were reported.